Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's competitor lead was explanted and replaced with an sjm lead. Effective stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) is experiencing ineffective stimulation from her scs system. The patient is implanted with a competitor company's leads. An sjm representative met with the patient and high lead impedances were noted. The representative was unable to provide effective stimulation through system reprogramming. Surgical intervention may take place at a later date to address the issue.